Manufacturer narrative:
The field service engineer (fse) was dispatched to the user facility to provide in-service on the subject reprocessor machine. The fse replaced the gasket on the internal water filter and reviewed with the user facility on how to check tube connectors when the endoscope is loaded. The equipment was repaired and verified according to original equipment manufacturer specifications and the software attributes have been verified and confirmed. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical support engineer was informed the user facility's endoscope reprocessor machine reportedly has a water leak from the internal water filter. Additionally, the scope connecting tube's are contstantly disconnecting from the during the reprocessing cycle. The connecting tubes are weak and will not stay on and will pop off when moved. No patient harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that improper connection of the tube by the user led to disconnection of the lock lever during reprocessing. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states to reprocess after connecting the connecting tube properly, in case the tube was disconnected during reprocessing as follows: removing the endoscopes and accessories if there is an irregularity of the connecting tube on either endoscope, it must be corrected and both endoscopes must be reprocessed again. Otherwise, the reprocessing of endoscopes may be insufficient. IFU of connecting tube states how to connect the tube properly to connector at the basin of reprocessor in the following item. User can set the tube in accordance with the IFU. The legal manufacturer will continue to monitor the field performance of this device.